Event description:
It was reported that about 2 1/2 months after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis control unit. About 2 1/2 months after the treatment, the patient started to complain of rectal bleeding and voiding through the rectum. The physician performed a cystoscopy and confirmed a rectal fistula had occurred. The patient was treated with a foley, however, a few weeks later the foley was replaced with a suprapubic catheter. It is noted that the safety and effectiveness of the targis procedure has not been established in patient's with prostatic cancer. No further patient injuries or complications were reported. Patient is reported in stable condition.

Manufacturer narrative:
No device will be returned, therefore, no direct product analysis will be available. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedure. The device history record for this device shows that the product met its specifications at the time of release. As no device was received for analysis, it is not possible to determine the root cause of the event.